Event description:
It was reported the patient had the scs system explanted. It was reported that the system turned on and off without prompting, and the patient was not receiving effective pain relief. An sjm rep met with the patient and attempted to reprogram the system multiple times but was not successful. No further info is available at this time.

Manufacturer narrative:
A 1627487-12192011-003-r and 1627487-05242011-002-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.